Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). What is meant by clips did not load into the jaws properly?" Did clips slowly feed into jaw, did multiple clips feed into jaw, did clip feed sideways into jaw, did clip not feed into jaws at all? Please provide more specific detail regarding issue. Clips fed into jaw sideways. When fully fired, clip simply ejected from jaws as it could not close. This occurred on the very first clip. Was any resistance felt when firing? No. Were any noised heard when firing? No. Was device fired over another clip or hard structure? No. On which firing did issue occur? First, and on two subsequent attempts. The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 16 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the clips did not load into the jaws properly, and upon complete the firing squeeze, did not form at all. The surgeon fired three to four clips before requesting a different device. There were no patient consequences. Case completed with an el5ml with no issues.